Event description:
It was reported that approximately 1 year and 1 month post implantation, the patient underwent a revision due to persistent pain related to the acetabular cup verticalization and muscle impingement. During the surgery, they identified a fracture at the top of the trochanter that was thought to be from the previous revision surgery. The cup, head, and liner were revised and wires were placed at the fracture site. The procedure was completed without complication and the stem remained implanted. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: associated medical devices: biolox detal ceramic head 12/14; item# 00877503604; lot# unknown, biolox delta ceramic taper liner 36mm; item# 00877501236; lot# 2869495, tm shell 56mm; item# 00875705600; lot# 63475179. G2 - foreign: france. The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported products were reviewed for compatibility, and it was determined that the following implants are not compatible: biolox detal ceramic head 12/14 and exception var stem left size 5. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records/radiographs were provided and reviewed by a health care professional. The review identified a serious injury involving pain, muscle impingement, and a bone fracture, necessitating hospitalization and surgical intervention. The patient experienced persistent pain following a left total hip arthroplasty due to acetabular cup verticalization and anterior muscle impingement. A revision surgery included acetabular reconstruction and a transtrochanteric femoral head replacement, addressing the fractured greater trochanter and its slight misalignment from a previous operation (¿apparent that the top of the trochanter was fractured during the previous operation, and that it has consolidated with a slight offset, causing the insertion of the gluteus medius muscle to ascend in its posterior part"). The femoral component is perfectly fixed and oriented with a few degrees of anteversion. The prosthetic acetabulum appears extremely vertical at around 80°, but without any mobility. Extraction was carried out without any bone damage, but the cancellous bone in the upper medial part was a little porotic and had been compacted by the scissors. This area was therefore reinforced with high-impact osteobank freeze-dried bone granules. The root cause of the reported issue cannot be determined. Based on the review of the medical records it could be assumed that it is attributed to the previous surgery that may have led to the fractured greater trochanter and its slight misalignment. If and to what extent this may have contributed to the pain and the impingement cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.